Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 did not lock in place and moved freely. The surgeon was able to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove the patient side cart (psc) with a different vision side cart (vsc) and surgeon side console (ssc), and no issues were found. The system was verified and ready to use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to the customer not holding the manipulator steady while the brakes re-engage after using the grab and move feature. The customer indicated it only happens when the manipulator is moving freely, so a slight slope in the or will allow the manipulator to drift before the brakes can lock if the user doesn't hold it steady.